Manufacturer narrative:
All available information was investigated, and the reported gripper line break was confirmed via returned device analysis. The reported inability to grasp the leaflets and imaging issues could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on available information, a cause of the reported gripper line break was due to procedural conditions (user manipulation). The reported inability to grasp the leaflets appears to be related to difficult visualization. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the gripper line break. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021, to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to 1. The patient returned at a later date with the mr increased to 4. The previously implanted clips were stable on the leaflets with no leaflet or tissue injury noted. Per the physician, the increased mr was due to progression of disease. A second procedure was performed on (B)(6) 2021. Imaging was difficult due to the previously implanted clips. The clip delivery system (cds) was advanced however the leaflets were unable to be grasped therefore the cds was removed. A second cds was advanced and again the leaflets were unable to be grasped. While actuation the grippers during the grasping attempts, the gripper line broke. The cds was removed and the procedure aborted with the mr remaining at 4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.